Event description:
Pt was having nuclear medicine test performed. After test was complete the pt table was pulled out of gantry. Pt's left 4th finger was caught between bed and bed support. Pt suffered skin laceration and fracture of finger.